Event description:
It was reported that during scheduled preventive maintenance (pm) performed by a getinge trained biomed the cardiosave intra-aortic balloon pump (iabp) battery chip was replaced on the executive processor board at 8 year interval per service manual. Powered on unit and found units hour and cycles stats were re-set to zero including safety disk cycle and hour stats. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information - name:(B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) upgraded the software to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.